Event description:
It was reported that multiple, intermittent temperature alarms occurred. Reportedly, the pump was not exposed to extreme temperatures. There was no adverse impact as the pump was used as a demonstration pump and not for insulin therapy.